Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging respiratory tract irritation, nose irritation, nausea/vomiting. No other relevant clinical information was provided. There was no report of serious patient harm or injury. The device was returned to the manufacturer. There was no visible evidence of foam degradation found during the evaluation. The error log was reviewed with a total of 5 errors. All errors were clearable/upgradeable. Unit passed final tests.